Event description:
It was reported that the patient presented with chronic low back pain, lumbosacral spinal discogenic disease and spondylosis with annular wall tears at l4-l5 and l5-s1. The patient underwent 1) anterior lumbosacral spinal interbody discectomies at the l4-l5 and l5-s1; 2) partial lumbosacral vertebrectomies and posterior osteophytectomies with associated bilateral neural foraminotomies at l4, l5, and s1; and 3) anterior lumbosacral spinal interbody arthrodesis at l4-l5 and l5-s1 using femoral allograft bone graft prosthesis packed with bmp. Per op notes, a demineralized custom machined femoral allograft bone graft was packed with bmp at l5-s1. A standard femoral allograft bone graft prosthesis was packed with bmp and inserted at l4-l5. No complications were encountered during this portion of the procedure. Reportedly, sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.